Event description:
The customer reported that he was hospitalized with a blood glucose reading of 30 mg/dl. The customer had called (B)(6) to report that he had experienced high blood glucose levels since (B)(6) 2011. During the call, the customer did not want to troubleshoot. The customer stated that he had previously delivered a fixed prime, and not much insulin came out. The customer just wanted the insulin pump replaced. The daily totals were reviewed, and they were correct. While the customer was waiting for replacement, the customer continued to use the insulin pump only for the basal rates. For his meals and corrections, he would use manual injections. At 4:00 am, the customer's blood glucose reading was 399 mg/dl. The customer gave a manual injection, and almost lost consciousness shortly after. At that point, his wife called the paramedics. The insulin pump passed the displacement test. Assisted the customer in programming the replacement insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.